Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While placing locking screw into glenoid one of the "teeth" on the screw broke off. Final seating of the screw was attempted but unsuccessful; attempted removal was not successful. Rongeur was used to break off remaining teeth other screw holes filled and glenosphere was placed in the appropriate manner, leaving the broken screw in place.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A complaint database search finds no additional reports against the provided product and lot combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.